Manufacturer narrative:
(B)(6). Section d4: device identification details were not provided by the healthcare facility. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that an mr290v autofeed humidification chamber, provided as a part of an rt266 infant dual-heated evaqua2 breathing circuit, was found leaking air. There was no patient consequence reported.

Event description:
A healthcare facility in china reported that an mr290v autofeed humidification chamber, provided as a part of an rt266 infant dual-heated evaqua2 breathing circuit, was found leaking air. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Section d4: device identification details were not provided by the healthcare facility. Method: the subject mr290v vented autofeed humidification chamber, additional information and photographs were requested to be provided to f&p healthcare for analysis. The subject device was not provided for evaluation. Our investigation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the subject device was not provided for analysis. The exact location of the leak on the chamber was not specified. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the reported event. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for the rt266 breathing circuit include the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - the use of breathing circuits, chambers, accessories, or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction, and harm to the patient/user.